Event description:
It was reported that there was a plunger/clutch clicking. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the left and right plunger cases were cracked. Case bottom cracked in battery bay. During flow and occlusion testing, the reported problem could was verified. The root cause of the reported issue was found to be that the plunger tube needed grease. Customer either failed to perform required annual preventative maintenance activities or the customer removed the plunger tube grease when the cleaned their pump. Grease was added to the plunger tube and changed clutch half's left and right with leadscrew and spring as a preventative measure.